Manufacturer narrative:
The unit passed the displacement test. The test minilink transmitter with the glucose sensor simulator communicated properly with the pump. There was no unexpected weak signal alarm found. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a weak signal alert a reconnect to old sensor alert. The customer also reported possible moisture under the display and it was hard to read. The customer's blood glucose level was 156 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.